Manufacturer narrative:
A supplemental report is being submitted for correction to h6: ¿device codes (fdd/annex a): from a07, a141204 and a1412 to the addition of a1107 as well. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) ((B)(6)) was not returned for evaluation. The controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. No anomalies were observed during log file retrieval; the controller established proper communication with the test monitor. No anomalies which may have contributed to a data transfer error were recorded in the log files within the analyzed period; there was no evidence of a controller malfunction. Log file analysis did not reveal any controller fault alarms logged within the analyzed period. As a result, the reported "inability to retrieve log files and controller not recognized by monitor" and "controller fault" events could not be confirmed. Log file analysis revealed a sudden decrease in power consumption and estimated flows on 23/jun/2021 to parameters below the normal operating range and two (2) low flow alarms logged on 23/jun/2021. Additionally, three (3) vad disconnect alarms were recorded on 23/jun/2021 at 20:03:43, 20:04:48, and 20:32:34, indicating physical disconnections of the driveline from the controller, which corresponds with the reported controller exchange. As a result, the reported low flow alarms and "pump stop" events were confirmed. Information received from the site indicated that, in addition to the low flow event, the patient experienced a drop in arterial pressure, and, following the controller exchange, the patient was found to not have a pedal pulse and developed right lower extremity emboli requiring thrombectomy and fasciotomies. The patient then experienced significant blood loss and received a blood transfusion. It was further reported that the patient had signs and symptoms of arterial non-central nervous system (cns) thromboembolism and presence of left ventricle (lv) thrombus, and a wound vacuum was applied to the fasciotomy site. Based on the available information, the device may have caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported "inability to retrieve log files and controller not recognized by monitor" event may be attributed, but not limited, to a marginal connection between the controller and data cable and/or a marginal connection between the data cable and monitor. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller during a controller exchange. Per the instructions for use, thrombus and bleeding are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced a thrombotic stroke. Possible clinical factors that may have contributed to this event include the patient etms pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) ((B)(6)) was not returned for evaluation. The controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. No anomalies were observed during the log files retrieval as the controller established proper communication with the monitor. No anomalies were recorded in the log files within the analyzed period; there was no evidence of a controller malfunction. Log file analysis did not reveal any controller fault alarms logged within the analyzed period. As a result, the reported "inability to retrieve log files and controller not recognized by monitor" and "controller fault" events could not be confirmed. Log file analysis revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2021 to parameters below the normal operating range and two (2) low flow alarms recorded since (B)(6) 2021. Additionally, three (3) vad disconnect alarms were recorded on (B)(6) 2021 at 20:03:43, 20:04:48, and 20:32:34, indicating a physical disconnection of the driveline from the controller, which corresponds with the reported controller exchange. As a result, the reported low flow alarms and "pump stop" events were confirmed. Applicable risk documentation and ex perience with events of similar circumstances were considered; a possible root cause of the reported "inability to retrieve log files and controller not recognized by monitor" event may be attributed, but not limited, to a component malfunction within the serial module, a marginal connection between the controller and data cable and/or a marginal connection between the data cable and monitor. Based on the available information, the reported low flow event can be attributed to external factors such as thrombus formation/ingestion. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller. Information received from the site indicated that, in addition to the low flow event, the patient was awaiting a routine transplant and experienced a drop in arterial pressure. The patient did not receive any reversal medication and a controller exchange was performed. After the exchange, the patient was found to not have a pedal pulse and developed right lower extremity emboli requiring thrombectomy and fasciotomies. Following the thrombectomies and fasciotomies, the patient experienced significant blood loss and received a total of four (4) units of blood. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, thrombus and bleeding are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: serial #: (B)(6), h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14, d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2020 2020-06-30 / serial #: (B)(4), UDI #: (B)(4) device avaulable for evaluation? No. Device evaluated by manufacturer? No. Device evaluation anticipated, but not yet begun. Mfg date: 28-jun-2019, labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in the operating room (or) awaiting routine transplant, the ventricular assist device (vad) exhibited an abrupt drop in flow and power associated with low flow alarms, and the patient¿s mean arterial pressure started dropping. It was noted that the patient did not receive any reversal medication while in the or awaiting transplant. The controller was exchanged and parameters returned to baseline. There was reported to be clear evidence of a pump stop at the time of the controller exchange, and minimal to no flow through the pump. A controller fault was suspected because when an attempt was made to retrieve the log files, the controller was not being recognized by the monitor, and this was able to be replicated. After the exchange, the patient was found to not have a pedal pulse and developed right lower extremity emboli requiring thrombectomy and fasciotomies. Following the thrombectomies and fasciotomies, the patient experienced significant blood loss and received a total of four units of blood. The patient did not receive a heart transplant and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description and annex e code was updated. Product event summary: serial #: (B)(4). (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient had signs and symptoms of arterial non- central nervous system (cns) thromboembolism and presence of left ventricle (lv) thrombus and a wound vacuum was applied to the fasciotomy site.